Event description:
The customer reported seven creatine kinase-mb (ck-mb) patient test results were generated from a shared reagent pack involving synchron lxi 725 system. During instrument installation, beckman coulter field applications specialist discovered the customer had removed the ck-mb reagent pack from the installed unit and placed it in the synchron lxi 725 system due to the customer was out of reagent packs. The questioned patient results were released out of the laboratory. Subsequent testing of the seven patient samples, with a new reagent pack, recovered reproducible results compared to the initial values obtained from the shared reagent pack. There has been no report of patient injury or change in patient treatment associated with this event. The customer stated the yellow label, warning against reagent pack sharing, was clearly displayed on the unit. Beckman coulter, inc. Discussed the importance of not sharing reagent packs between systems.

Manufacturer narrative:
Service was not dispatched as the issue was resolved on site, and the customer did not question system performance. The cause of the incident is due to operator error.